Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and pass (0.21 vdc). A review of the bin file was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable because the bin file does not show any connection from transmitter to receiver. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional. D10: device availability - additional . H2: additional information/device evaluation. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.